Manufacturer narrative:
The reported event of inability to communicate via bluetooth was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other issues were found.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was re-interrogated in clinic and bluetooth telemetry was restored. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited difficulty in pairing with their merlin mobile application due to a bluetooth issue. No intervention was performed. There were no patient consequences.